Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses. After the stent grafts were implanted, a suspected proximal type I endoleak was revealed, and touch-up ballooning was performed proximally to treat the endoleak. The endoleak still remained, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2010, this patient suffered from a stool abnormality and diarrhea. A wait-and-watch approach was taken to it without an intervention performed. On (B)(6) 2010, follow-up computed tomography identified that the suspected endoleak was a type ii endoleak. Aneurysmal diameter was 57 mm. A wait-and-watch approach was taken to the endoleak. Later in the follow-up studies, the type ii endoleak had persisted, but a wait-and-watch approach had been continued without intervention performed. On (B)(6) 2014, follow-up study showed that the aneurysm had enlarged to 61.8 mm. The type ii endoleak had still persisted, and coil embolization procedure was performed to treat the endoleak. On (B)(6) 2014, the type ii endoleak was resolved.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.